Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01379. It was reported that the patient experienced ineffective therapy due to high impedances on several contacts. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event.

Manufacturer narrative:
During processing of this complaint, attempt was made to obtain patient¿s weight but not received. Additional information received indicated that the patient had only one lead (refence MFR # 1627487-2020-01378). The second lead (MFR # 1627487-2020-01379) was added in error. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead resolving the issue. Reportedly, therapy was resumed.